Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v772513, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) saw the patient in the office to discuss implantable neurostimulator (ins) replacement; hcp checked the lead himself and discovered the impedance issues. Rep stated he ran impedance check just before surgery to confirm what hcp had found in his office. Rep increased the voltage to 2v and pulse width to 300, the impedances were still out of range at those level. It was indicated that the patient and hcp did not seem to know the reason for impedances. The lead was explanted and a new lead and new ins were implanted. The issue was resolved at the time of the report. Patient status was noted as alive, no injury. A couple days later, rep provided that there was no known issue with the ins. The patient was a prp (platelet-rich plasma). The ins battery was already 5 years old and due for replacement. Refer to manufacturer report #3004209178-2016-24605 ( lead break during procedure).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.